Event description:
A customer reported an issue with a cgm error 42 concerning their fsl2plus sensor. There was no adverse impact on the customer's blood glucose level. Customer support provided the customer with information to reset the pump, and after following the instructions, the customer successfully started their sensor session without encountering the cgm error again.